Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima activator ii reusable drive mechanism unit locked, and they could not get it out of the chest unit. This occurred while retracting the rib cage. A competitor's device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that there were no non-conformities with the ultima activator ii reusable drive mechanism. A functional test was performed to determine if the unit locks during use, as reported. The ultima activator ii reusable drive mechanism was also tested by slowly turning the drive handle clockwise and counter clockwise. The drive performed as stated in the instructions for use. Based upon these findings, the reported failure mode is not confirmed. A lot history record review was completed for the device. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted when the investigation is completed. (B)(4).